Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: customer contacted manufacturer contacted customer on (B)(6) 2026 - customer stated replacement products resolved the initial concern.

Event description:
Consumer reported complaint for low blood glucose test results using replacement product (internal report reference number (B)(4)). Wife is calling on behalf of the customer. The customer called concerned with test results from result obtained of 70 mg/dl am fasting. The customer is comparing meters and stated the true metrix results were lower. Caller stated the customer's expected blood glucose test result ranges are 120-140 mg/dl fasting am and 175-200 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per caller, the product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/16/2027 and per the customer the open vial date is (B)(6) 2026. The meter memory was not reviewed for previous test result history.